Event description:
The customer contacted baxter's technical service center to report a strange smell on a homechoice (hc) machine during use. The home patient (hp) stated the hc smelled like when he burns a cd. The hp has a procard. The technical service representative (tsr) initiated a swap of the machine. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was a patient involved, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was tested and passed both the homechoice return instrument test / evaluation (rite) electrical test and the rite functional test. Review of the device logs did not confirm the reported issue of "burnt smell". The device is no longer in its original manufacture condition and additional manufacture record review is not required. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of smoke, sparks, burnt odor, fire from device. The assignable cause of the reported issue was undetermined.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.